Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (not powering on) was confirmed. Upon investigation however, the charger was not powering on due to the l601 being knocked off of the bedside board. The root cause of the damaged l601 was unable to be positively identified. No adverse event resulted from the damaged charger.